Event description:
Customer reported a leak in the IV tubing. A crack developed at one of the connections sites where the clear tubing meets the blue segment. Leaking was traced back to the crack in the primary tubing. No pt harm; no medical intervention reported. Disposable return requested. If additional info is received, a follow up report will be submitted.

Manufacturer narrative:
MFR's report date: 1/21/2009.